Event description:
It was reported that the balloon wouldn't deflate inside of the patient. The balloon was pulled out from the patient and there were no clinical consequences to the patient due to the reported event.

Event description:
It was reported that the balloon wouldn¿t deflate inside of the patient. The balloon was pulled out from the patient and there were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection found the flowgate shaft was severely kinked on its proximal shaft at 26.0cm from its proximal end. No other anomalies were observed. During functional testing, the balloon was inflated and the balloon maintained its inflation for 15 minutes .the balloon deflation was very slow. It took more than 45 minutes for the balloon to be defalted. The reported complaint of difficulty in deflating the balloon was confirmed during the device analysis. The anomalies (kinked shaft) found on the balloon are known to adversely affect the functional performance of the product. Additional information provided by the customer indicated that the reported issue occurred inside the patient's body during the procedure, 60% contrast was used during preparation and procedure, continuous flush was maintained, and the device was prepared as per the device directions for use (dfu). As per the product dfu, pushing forces on shaft during advancement can cause wrinkles in shaft, which can slow balloon deflation. During the device inspection, the shaft was found to have a kink in the shaft. Although it is possible that pushing forces on the shaft during advancement during the procedure could have caused the kink observed during the device inspection, which could have resulted in slow balloon deflation, the information provided by the customer indicated that no resistance was felt while advancing the guidewire through the device and the patient's anatomy was not very tortious. Based on this information, a definitive cause cannot be determined for the kink observed on the shaft and the reason for the balloon unable to deflate. Therefore, a cause of 'undeterminable' was assigned to this investigation.